Event description:
Boston scientific crm received information from a competitor field representative (fr) that the patient with this right ventricular (rv) lead has loss of capture (loc) and pacing impedances greater than 2000 ohms on the left ventricular (lv) channel. The lead was programmed lv tip to rv ring. The fr reprogrammed the lead to lv tip to rv coil with good resulting numbers. The following physician decided that since reprogramming resolved the issue, that no other intervention would be performed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.